Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. The insulin pump had a scratched lcd window, cracked display window corners, battery tube threads cracked, and cracked reservoir tube lip. No moisture damage electronic assembly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, keypad anomaly and alarmed button error. The customer's blood glucose reading was 213 mg/dl at the time of the call. The customer stated the insulin pump was exposed to perspiration. He states after the moisture exposure, the esc and act button were unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.